Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The reported keypad condition was confirmed and reproduced during the device investigation. The unit is its received condition permitted power up, navigation, and pump run, however had limited keypad operation due to an intermittent response from the #0, #1, and #2 keys caused. This condition was caused by a failed keypad. The remaining keys were tested per baxter's service procedure and were found to function as expected. The keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported a spectrum pump's keypad was not operating properly. The customer reported the "0 key does not work". It was also reported there was no pt injury related to this condition.